Event description:
Rptr noted four cases of endophthalmitis in the last eighteen months with residents doing clear cornea incisions. Wanted to review procedures and processes. No intervention reported.